Event description:
A (B)(6) female admitted on 06/15 with left arm fracture which occurred during a witnessed seizure at home. She had history of cad, CABG, htn, cva, etoh abuse, liver cirrhosis and seizure disorder. On 06/16 she had a cardiac arrest and a right axillary aline was inserted. When the wire was removed, the tip appeared frayed and coiled. A cxr revealed retained catheter fragment in the axillary artery. She coded again and expired on 06/16.